Event description:
During an atrial tachycardia procedure of the right atrium, there were issues manipulating the catheter during ablation. While moving the introducer up, there was resistance felt. When the introducer was removed, it was noticed to have become bent. The procedure was unable to be completed because the patient was experienced leg pain. At the moment, there are no consequences to the patient's health and there were no injuries.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath soft grey tip had been bent and bulged; the proximal portion of the soft grey tip of the sheath was noted to be peeling away from the sheath. The dilator was inserted into the sheath and no gap was noted at the dilator/sheath transition. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the soft gray tip damage is consistent with damage during use. The cause of the patient pain and insertion difficulty remains unknown.